Manufacturer narrative:
The report of infusing faster than expected was confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. The handle, display, case, keypad, and release latch were observed in good condition. No anomalies were observed. The pcu error log showed no errors. The pcu event log shows that pcu (s/n 15811747) was powered on at 1:03 pm on (B)(6) 2020. Same patient and same profile (critical care adult) were selected. At 9:44 am, the suspect infusion pump (s/n (B)(4) alarmed for flo stop open and was selected and programmed for 280 ml of guardrail drug oxaliplatin (drugid= 497) to infuse for a duration of 1 hour 20 minutes (calculated rate= 210 ml/hr; vtbi= 280 ml). At 11:09 am, the infusion completed. The device was selected and the vtbi was changed to 10 ml (rate= 210 ml/hr). Nine (9) seconds after the infusion started, the suspect pump (s/n (B)(4) alarmed for air in line. At 11:06 am, the pump was channeled off. Rate accuracy testing performed found the device operating within specification. The root cause of the device infusing faster than expected was identified as user programming. Device history review: review of the pcu (s/n (B)(4) service history record showed that the device was manufactured on 01/04/2020. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that oxaliplatin 95mg in 250ml of dextrose 5% in water was set to infuse over 2 hours but the infusion completed in 1 hour and 15 minutes. The infusion was programmed using guardrails drug library at a rate of 125ml/hr. The physician was notified that the chemotherapy was not infused as ordered. There was no consequence or impact to the patient.